Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and failed.a review of the share logs was performed and signal loss over one hour was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device available for evaluation additional. H2: additional information/device evaluation additional. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product ,or data was provided for evaluation. Confirmation of the allegation, and a probable cause could not be determined. No injury, or medical intervention was reported.